Manufacturer narrative:
Calibration and quality control results were acceptable. There is no indication for a general reagent issue. The investigation determined that the result differences generated between the different methods are consistent with methodological differences. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardized methodology used. The investigation could not identify a product problem.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys tsh assay on a cobas 6000 e 601 module (serial number (B)(4)) compared to a competitor method. The sample initially resulted in a tsh value of 5.18 uiu/ml. The sample was repeated using a competitor method, resulting in a tsh value of 4.11 uiu/ml. The sample was repeated on the initial analyzer, resulting in a tsh value of 5.10 uiu/ml. No questionable result was reported outside of the laboratory.